Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that customer experienced low blood glucose. The customer's spouse stated that the paramedics were called. The customer's blood glucose was 31 mg/dl at the time of the incident. The customer's blood glucose was 208 mg/dl at the time of call. The customer's spouse stated that the low blood glucose was treated. The customer's spouse mentioned that the customer was unconscious. The customer's spouse stated that the insulin pump was not exposed to high magnetic fields. The customer's spouse performed displacement test and the insulin pump passed. The customer's spouse performed self test and the insulin pump passed. The insulin pump will not be returned for analysis.